Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms that the flexible reamer shaft fractured within the shaft via mechanical overload. If sufficient offset bending or torsional forces are applied to the reamer shaft during use that exceeds the strength of the material, a mechanical overload fracture can occur. The device was manufactured in 2005. This device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during trauma surgery, the flexible shaft w/cir connector broke. Absolutely no broken pieces fell into the patient¿s wound at all and the device did not break over the incision or wound. The procedure was finished using an identical smith and nephew back up device, with no surgical delay and no injury to the patient.